Event description:
Description of event according to initial reporter: gunther inferior vena cava filter found to be multiply fractured. Removed filter with forceps but 4 fragments remained extravascular. Patient outcome: life-threatening. Required intervention to prevent permanent impairment/damage.